Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned five 0.3ml syringes with no other identification. The syringes were visually inspected including their plunger rods and stoppers, and no defects were found. Each of the plunger rods were pulled and pushed along the entire length of the body of the syringe. While there was some variance in the resistance while using the plunger rods, the actual amount of resistance experienced was still limited and within a usable range. The good condition and position of the rubber stoppers on the ends of the plunger rods is further indicative of functionality of the syringes. There may have been a limited amount of variation between the lubricant applied to the inside of one syringe in comparison to the others, but each syringe is otherwise functioning as intended. A review of the device history record was completed for batch # 0342405 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the plunger rods being difficult to move. The root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd syringe 0.3ml 1/2in 90 plunger was difficult to move. The following information was provided by the initial reporter : the consumer reported the plunger is difficult to move. Date of event : unknown. Samples : available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and this is the 1st related complaint for plunger rod difficult to move on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.3ml 1/2in 90 plunger was difficult to move. The following information was provided by the initial reporter : the consumer reported the plunger is difficult to move. Date of event : unknown. Samples : available.